Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. The customer blood glucose level was unknown. Customer reports they were unable to clear the alarm. Customer was not able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, a39 and failed battery test alarms noted during testing. (B)(4).